Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a loss of connection. No additional patient or event information is available. Data was provided for investigation. Confirmation of the complaint loss of connection was confirmed via data. The root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
Confirmation of the complaint loss of connection was not confirmed via data. The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Previously, data was evaluated and it did not confirm the customer complaint. The reported event loss of connection was not confirmed. The root cause could not be determined.